Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1prbl, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-mar-2022, UDI#: (B)(4). (B)(4), serial number (B)(4) and lead 3889-28, lot number va1prbl. Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had an infection located at the ins and it spread to the lead. The rep reported that environmental/external/patient factors involved with the serious adverse event were that the patient¿s dietary habits were noted to be poor and the rep reported the health care physician (hcp) believed there was poor healing because of it. The system was removed on (B)(6) 2018 and it was noted the issue was resolved at the time of the report. The rep noted that they were not made aware of the infection/removal until they saw the patient (B)(6) 2019 for their replacement ins and that the device had been discarded. There were no further complications reported.